Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had an internet connection issue and the customer requested to swap all three machines from wi-fi to plug for an internet connection. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the machines did not stay connected as there was an internet connection issue. A field service engineer changed the network from wireless to cabled as per customer request. The system functioned as intended after a field service engineer troubleshot the device. E1. Initial reporter facility name: (B)(6) hospital